Event description:
It was reported that the right ventricular (rv) lead had increased impedances in the last 2 weeks. The lead was explanted and replaced. The atrial lead was explanted due to patient's chronic atrial-fibrillation and tested out of specification during manufacturer's analysis. The atrial lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed that the proximal conductor fractured. It was also noted, there was blood/body fluid on the proximal conductor (not obstructed), outer insulation was breached (clavicle rib-crush), the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, and tissue was present on helix. (B)(4) the full lead was returned and analysis revealed that the proximal conductor fractured. It was also noted, that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), outer insulation was breached (clavicle rib-crush),the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), and tissue was present on helix.